Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foggy image observed on the monitor and failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction for the new reportable finding foggy image: moisture inside the charge coupled device lens resulted in the reported failure foggy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported fluid ingress involving an olympus camera head. There was no patient injury reported.